Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Visual inspection of the returned device confirms that the device is fractured and all pieces were not returned. The device also exhibits significant wear consistent with signs of usage(nicks ,scratches and gouges). The sem report and the analysis determined that the fracture in the impactor pad is consistent with an overload failure or low cycle fatigue culminating in overload failure as evident by the presence of hackle marks, river lines and striations features on the fracture surface. Review of the receiving inspection reports identified no related deviations or anomalies. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Review of complaint history for part# 42509909400, lot # 62714279 identified thirty-five additional similar complaints for the reported item and two additional complaints for part and lot combinations. Complaints are monitored through monthly complaint review (reference sop040001 and wi040015) in order to identify potential adverse trends. Medical records were not provided. This complaint is confirmed. The reported lot was manufactured on may 07,2014 and has therefore has a potential field age of approximately six years and five months. It is unknown for how many times the device is being used. The fracture analysis determined that the fracture was consistent with an overload failure or low cycle fatigue culminating in overload failure. The root cause can be contributed to normal wear and tear of device. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the cr impactor pad broke when impacting the femoral trial in a total knee replacement.